Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged keypad consistent with the pt's report, but demonstrated that pump insulin delivery was operating within required specs and delivery accuracy.

Event description:
The pt was hospitalized for elevated blood glucose levels and dehydration. The pt's mother also reported that the pump keypad was damaged.